Event description:
Caller states the manufacturer for freestyle blood glucose test strips notified her that there was a recall on her son's test strips and sent her a new box. Caller states on (B)(6) 2014, she used the new strips on her son and said he had a reading of 33dg/ml. Minutes later she retested his glucose on 2 different glucometers and received a reading of 88 on the second meter and 81 on the third meter. Caller proceeded to contact the manufacturer and states they hung up on her. On (B)(6) 2014 caller reports testing her son and receiving an inaccurate reading of 400dg/ml. Caller states she proceeded to call the manufacturer again and was told that her experiences with the strips were normal.